Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was dropped, the pump struck the user¿s leg, and the display screen separated from the back housing exposing internal wiring, while the device continued to function and show a steady glucose of 153 mg/dl. Symptoms included no injury and no reported adverse clinical effects. Outcomes included replacement of the device and instructions to shut down the damaged unit, return it with a provided label, and restart therapy on the replacement, with guidance on cgm use. Investigation included customer service troubleshooting and education, verification of shipping and return, and internal follow-up regarding a prior device. Investigation of this case revealed mechanical damage consistent with screen bezel or enclosure separation due to impact, affecting the display assembly and housing components, without alarms or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from external impact.